Event description:
It was reported that approximately 10 months post op. Patient fell on ice. A revision surgery was performed approximately 11 1/2 months post op to remove a broken screw at right s 1.